Event description:
The complainant reported a patient undergoing coronary artery bypass surgery and mitral valve repair was implanted with an impella 5.5 device for mechanical circulatory support. While on support, some runs of ventricular tachycardia (vt) were managed in an unspecified way. Lidocaine and amiodarone added for vt but there were still some premature ventricular contractions. Tachyarrhythmia was managed. The clinical staff was unable to wean the patient off of vasopressors due to hypotension. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The patient's ethnicity and race are unknown at this time. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. The investigation was completed and the device was not returned for investigation. The cause of the tachycardia/hypotension injury was not determined due to insufficient clinical details. The device history review was completed and the device passed all post sterile inspection checks.